Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was intermittently undersensing during recorded atrial high rate episodes from about nine months prior. The lead remains in use. No patient complications have been reported as a result of this event.